Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The DHR has not been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the pe074f5 pacing catheter was unable to pace nor sense from the beginning of use. When the catheter was replaced the problem was solved. Information such as what kind of surgery or examination the catheter was to be used for or if the patient had cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The pe074f5 pacing catheter was returned for evaluation. Customer report of pacing issue was confirmed. Continuity testing found that a short condition occurred between the proximal and distal circuits in the y adaptor. No open or short condition was observed in the leadwires between distal side of y adaptor and the electrodes. No visible damage was observed from catheter body, balloon, and windings. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The device history review was performed for lot number 65453853 in 670455005 and no other complaint with the same lot number and defect code was evaluated to this nonconformance for bipolar products. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing design defect. Therefore a root cause could not be established. The IFU for swan ganz bipolar pacing catheters indicate preparation use aseptic technique and to test the thermistors electrical continuity before insertion. Connect the catheter to the cardiac output computer and check for a catheter fault cat. Precaution it is possible to stretch the body of the catheter and cause the internal thermistor wires to detach there by breaking the circuit. Be certain that the techniques of testing and cleaning do not include a procedure that would stretch the catheter ie forceful wiping or stretching of the catheter.